Manufacturer narrative:
Device investigation results are inconclusive since the device was not returned for analysis. A review of merlin.net logs on (B)(6) 2024 confirmed the patient as able to power on the pes using the replacement power supply. If new information about the issue is received, a new complaint will be generated, and the event will be investigated.

Event description:
The patient reported a break in the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.